Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: a review of the pump black box data indicated evidence of short battery life with a voltage drop leading to a cs 128 replace battery alarm on (B)(6)-18. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage; there was evidence of moisture corrosion observed in the battery canister. A leak test failed due a battery compartment leak. The battery cap was not returned. A test cap secured properly to the pump with no power loss. During testing, the ez-prime steps were performed correctly. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It wa reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.